Event description:
Hand assisted laparoscopic - "product tore when hand inserted" "product fell apart/ broke". Received medwatch report - event desc: "gelport failed integrity. It was replaced. Used with laparoscopic instrumentation."

Manufacturer narrative:
Investigation summary: one event unit was returned for evaluation. Upon inspection, engineering confirmed the gel separation from the ring. Visual inspection is performed 100% on all gelports during the manufacturing process. Engineering is able to replicate this type of damage by repeatedly inserting a hand through the seal without adequate lubrication. The instructions for use (IFU) instructs the user to "apply sterile lubricant to the back of the glove hand, and then to the gelseal cap" and "to keep gelseal cap lubricated, apply a 50/50 mixture of sterile saline and lubricant to the gelseal cap". This document represents our initial/ final report.